Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (85% stenosis degree) in a moderately tortuous segment of the ostial to proximal rca. The lesion was accessed with a guide wire and pre-dilated. The affected orsiro mission was introduced. However, the device was unable to pass through the lesion and was withdrawn. The lesion was pre-dilated with an nse balloon, and the affected orsiro mission was re-inserted in order to perform a second crossing attempt which was again unsuccessful. Eventually, another manufacturer's stent was used to finalize the intervention.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the IFU advises the user not to re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during the withdrawal